Event description:
It was reported that the patient had a previous history of gerd and hiatal hernia for which she had a linx device implanted on (B)(6) 2016. Recently patient had radiology indicating the device appears discontinuous and is in the process of scheduling procedure for device removal. Patient now resides in portland, or and is treating with sd. Md. Patient provided original implant operative note.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2022. Unknown; captured as awareness date. No lot number was provided therefore a device history could not be done. Op notes attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. Additional information received: explant did take place on (B)(6) 2022.

Manufacturer narrative:
(B)(4), date sent: 8/22/2022. Additional information received: received message from ms. (B)(6) that the explant procedure has been scheduled for (B)(6) 2022.

Manufacturer narrative:
(B)(4); date sent: 4/11/2023. Photos were received for the file. The medical safety officer reviewed the photo's and stated "nothing to add".